Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. First photo shows an implanted iol. A large mark/ line is visible over the iol optic. The second photo shows an iol without a line/mark, a circled area on the photos appears to show small dark marks or foreign material on the optic. Based on our observation of the attached photo, there appears to be foreign material on the optic. A definitive determination of complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, on implantation, it was noted that the lens had what appeared to be a scratch, but was a piece of plastic, apparently on the rear surface of the iol. Additional information has been requested.